Event description:
Procedure: varts. According to the reporter: the staple line opened. No further patient information is available. There was no bleeding or fluid leakage. There was no tissue loss. The staple line was over sewed with suture, and or time was extended approximately 30 minutes.

Manufacturer narrative:
Initial report sent to FDA on 09/29/2008.